Event description:
It was reported that the catheter was being placed and during dressing and statlock application, the pt had shortness of breath and code blue was called. The pt's symptoms resolved within 5 minutes.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.